Manufacturer narrative:
Reported event was confirmed by review of x-rays and provide medical records. Radiograph review: from the radiographic review it was identified the patient's bone quality is poor and there was an evidence of the quality of proximal support was noted to be inadequate, and the size and shape of the proximal body was noted to be inadequate. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Likely root cause of the stem fracture was determined to be lack of proximal support. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: (B)(4), femoral stem - revision taper, (B)(4); (B)(4), extended 5 hole gtr w/4 cables, unknown. (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08248.

Event description:
It was reported that the patient's right hip was revised approximately two years post-implantation due to femur fracture, pain, dislocation, and loosening. Attempts have been made and additional information on the reported event is unavailable.